Event description:
It has been reported to co that during the procedure while attempting to insert the sheath into the vessel. The sheath reportedly split at the transition point. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.